Event description:
It was reported that the user was announcing meals late and using meal announcements to correct hyperglycemia, which contributed to large glucose excursions and subsequent hypoglycemia; the user¿s highest reported glucose was 401 mg/dl and lowest was 31 mg/dl, and a factory reset of the ilet system was completed during troubleshooting. Symptoms included hyperglycemia and hypoglycemia. Outcomes included self-management with oral glucose and no hospitalization. Investigation included guided troubleshooting and education, including review of meal announcement timing and setup steps, and completion of a factory reset. Investigation of this case revealed user technique and timing errors with meal announcements as the likely contributors to the reported highs followed by lows. It was concluded, based on previously established findings for similar reports, that the cause was use error related to delayed meal announcements and the use of meal entries for correction rather than treatment as intended.